Manufacturer narrative:
Customer service conducted some troubleshooting with the customer. A replacement device was sent to the customer, and the old pump was requested back for evaluation. In follow up with a complaint handler on (B)(6) 2025, the customer stated that she has a follow-up with her doctor because her right breast that had mastitis still seems blocked/knotted. The customer stated that she tried to use the new pump sent and nothing much came out. The pump is working way better than the previous pump. It's not losing/low suction or freezing. I've been using the medela hand pump right now and it's getting the milk out. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that her freestyle hands free breast pump suction felt off. The customer also alleged that she developed mastitis and was prescribed an antibiotic.

Manufacturer narrative:
The pump was returned and evaluated on 6/5/2025, the evaluation determined that the pump exhibited intermitted operation. The evaluation found one of the wires connected to the motor was damaged/broken.